Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by (B)(6) on (B)(6) 2017: one newport ht70 ventilator was received in fi. The reported symptom was verified. After powering on the unit, it was confirmed that the error message ("date has reset, please replace coin battery") did appear on the display. The date was set (B)(6) 2017 and the time was set to 11:56. After power cycling the unit, the same error message appeared. Using the voltmeter function of a fluke 87 v true rms multimeter (ID: (B)(4)), the electric potential of the lithium metal coin battery ((B)(4)) was measured to be 0.108 v, which is less than the minimum required potential of 2.8 v ((B)(4) rev. A) the root cause of the reported symptom was depleted coin battery. Since this was a MDR investigation, the coin battery was retained for further analysis if deemed necessary.

Event description:
It was reported that the ventilator was generating a battery alarm. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer informed medtronic that no product is being returned. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator was generating a battery alarm. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer informed medtronic that no product is being returned. Medtronic was not authorized to service the ventilator.